Event description:
A complaint was received from a customer that indicated that the display is not showing all of the segments. Customer stated that they saw 19, 38, and 254 mg/dl. These results obviously did not correlate with how the customer felt. They replaced the batteries and this did not eliminate this issue. A request was made to return the system for evaluation. In the meantime a replacement unit was provided.